Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that at the beginning of a pars plana vitrectomy peeling (ppv) surgery an ophthalmic vitrectomy probe did not cut. The surgery was completed using another pak with no impact on the patient.